Event description:
Pt had implantation of port in left subclavian vein on 8/1/94. Injection of intravenous contrast identified a thrombosis in the innominate vein on 8/18/94. Pt experienced fever of unknown origin. Port removed on 8/19/94.